Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were low at 51 mg/dl. The customer consumed orange juice and carbohydrates, and the issue resolved.